Event description:
The pt reported that his pump was removed due to infection, symptoms not specified. The hcp reported that the pt's pump delivered opiates. The pt received unspecified perioperative antibiotics. The pt did not have meningitis. The pt signs/symptoms of infection were reported as fever, redness, swelling, drainage, and pain. The primary location of the infection was the device pocket. A culture of the device pocket was done (date not reported) and staphylococcus aureus was found. The pt was treated with unspecified intravenous antibiotics and a total system explant was done. The pt did not have any drug withdrawal and the infection resolved.